Event description:
The account reported the brake pedal sets but the brakes do not hold. The bed is located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the wheels on the brake caster and brake steer caster are worn out. Per the hill-rom service manual, the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced both brake casters wheels to resolve the issue. Based on this info, no further action is required.